Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole 6mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and vessel perforation occurred. The 20mmx3.5mm, 75% stenosed target lesion was located in a severely calcified coronary artery. Following ablation with a rotablator burr, a 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured and a vessel perforation was noted. The device was completely removed from the patient's body and dilatation was completed with a same sized non-bsc balloon catheter. Following dilatation, intravenous ultrasound (ivus) was performed and a stent was implanted at the target lesion. The physician commented that the vessel perforation possibly occurred due to the rupture pressure running away to the soft part of the vessel. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture and vessel perforation occurred. The 20mmx3.5mm, 75% stenosed target lesion was located in a severely calcified coronary artery. Following ablation with a rotablator burr, a 2.50mm x 12mm nc emerge&#59394;balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured and a vessel perforation was noted. The device was completely removed from the patient's body and dilatation was completed with a same sized non-bsc balloon catheter. Following dilatation, intravenous ultrasound (ivus) was performed and a stent was implanted at the target lesion. The physician commented that the vessel perforation possibly occurred due to the rupture pressure running away to the soft part of the vessel. No further patient complications were reported and the patient's status was good.